Manufacturer narrative:
Additional information was requested but not received.

Event description:
During a remote follow-up, noise resulting in oversensing, varying pacing lead impedance and r-wave amp variation were noted on the right ventricular (rv) lead. Insulation damage was suspected but could not be confirmed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.